Event description:
It was reported that the lead exhibited low impedance, clavicular crush damage and was fractured. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Lead analysis confirmed the complaint of clavicular crush. Insulation damage and outer coil fractures were noted at 27.0cm from the connector pin. Electrical test were normal.